Event description:
It was reported that an occlusion alarm occurred. Reportedly the customer cleared the alarm and continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.